Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist has reviewed the customer care advocate's (cca's) documentation. The patient called for assistance due to an alleged error 5 message when performing a quality control solution test in late 2008, the day before his call. Reportedly, five minutes after the product issue, the patient was shaky. The patient received no medical intervention or treatment other than taking his usual dose of either levamere or humalog. The product performed appropriately when troubleshooting for the cca. Due to the patient's symptoms of shaky that may be associated with serious injury, the complaint is classified.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.